Event description:
The catheter broke and the patient removed it. Approximately, one third of the catheter was missing from the tip and it was never found.

Manufacturer narrative:
The sample is being sent for investigation from the customer. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 05 february 2008.